Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the product noted three tacks were jammed in the e piece. One partially applied dlu was received with two tacks remaining. The tacks were removed from the e piece for functional testing. The loading unit was then loaded onto the instrument. The instrument was applied to the appropriate test media. The remaining two tacks formed and seated properly in the appropriate test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the device was not applied to tissue. It jammed immediately. Another stapler handed to surgeon and procedure was completed without further incident. There was no patient injury.